Manufacturer narrative:
(B)(4). The device was reported not available for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating that two proglide devices were used. The first proglide device failed to achieve hemostasis and the second proglide device became lodged in the artery. Hemostasis was surgically achieved. Although the name of the physician was not provided, it was reported the physician is trained in the use of the proglide device. No additional information was provided.

Event description:
User facility report ((B)(4)) received that states: "patient scheduled for an abdominal aortogram and right lower extremity runoff, right superficial femoral artery recanalization, angioplasty, and stent secondary to nonhealing ulcer in inferior rectus. At the end of the procedure attempt was made to obtain hemostasis with proglide closure device. The device failed and adhered to the vessel and needed to be surgically removed." No additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated nonconformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of difficult to remove the closure device reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. The other proglide device referenced is being filed under a separate medwatch MFR number.